Manufacturer narrative:
The study was conducted from december 2010 to january 2018. Literature article: silva, s., adelina, e., pereira, b., cordeiro, l., rodrigues, c, duarte, r, abensur, h., elias, r. ¿early start peritoneal dialysis: technique survival in long-term follow-up¿. Kidney blood press res (2018) 43:1699-1705. Doi: 10.1159/000495386. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An unspecified number of automated peritoneal dialysis (pd) patients experienced peritonitis. The cause and treatment for the events were not reported. It was not reported if the patients were hospitalized for the events. At the time of this report, the patient outcomes were not reported. Action taken with pd therapy was not reported. No additional information is available.